Event description:
Cord coming from cue probe has frayed wires coming out from it.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the cue probe was visually inspected upon receipt and was found to be in poor physical condition. The reported issue is confirmed; the probes cable is torn at the strain relief, causing the wires to show. There is ink on the probe handle. The root cause of these issues is due to use of the device.

Event description:
Cord coming from cue probe has frayed wires coming out from it.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number. Device not returned for evaluation.